Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The steerable guide catheter (sgc) was prepared and inserted into to left atrium (la) according to the instructions for use. The sgc was accidentally pulled out into the right atrium by the operator. The physician had to re-insert the dilator into the sgc to push the sgc back into the la. They failed to do that and another transeptal puncture was needed. The sgc system was removed, and upon removal the physician noted the dilator valve had fallen off. The valve was put back but it was not holding the pressure, as a water leak was coming through the valve. A new sgc system was prepared and used to complete the procedure. Two clips were implanted, and mr had increased to grade 4.

Manufacturer narrative:
All available information was investigated, and the reported leaking dilator valve was confirmed via device analysis. The reported detached dilator cap was not confirmed via device analysis. Additionally, the dilator valve white teflon o-ring was observed to be missing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported detached dilator valve was due to procedural circumstances. The reported leaking dilator was due to the observed missing dilator valve o-ring. The observed missing dilator valve o-ring was likely due to the detached dilator valve and procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1069.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The steerable guide catheter (sgc) was prepared and inserted into to left atrium (la) according to the instructions for use. The sgc was accidentally pulled out into the right atrium by the operator. The physician had to re-insert the dilator into the sgc to push the sgc back into the la. They failed to do that and another transeptal puncture was needed. The sgc system was removed, and upon removal the physician noted the dilator valve had fallen off. The valve was put back but it was not holding the pressure, as a water leak was coming through the valve. A new sgc system was prepared and used to complete the procedure. Two clips were implanted, and mr had increased to grade 4.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.